Event description:
Additional information: the health care provider later reported cause of event-battery depletion. The pump was replaced. There were no patient symptoms reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion.

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2012 and the tube set message occurred on (B)(6) 2012. The patient did not believe he underwent an MRI. It was later reported there were "motor stall occurrences" in a 4 year old pump. The clinician programmer displayed: motor stall occurred, stopped pump may exceed tube set, empty reservoir alarm occurred, and low reservoir alarm occurred. The pump was replaced on (B)(6) 2012. The pump was programmed to deliver lioresal 2000 mcg/ml at 1220 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8703, lot # j93126012, implanted: (B)(6) 1994, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that there was a motor stall and motor stall recovery in the pump logs on (B)(6) 2012.